Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that was "broken" was confirmed and reproduced during product evaluation. The root cause of the reported condition was due to a cracked door latch. The pump head door and required parts were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that is "broken." This condition was found in the "intermedio" department. It is unknown when this event occurred. The quality engineer later assigned the as determined problem to be the broken door in the latch area; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.